Manufacturer narrative:
On 6/11/2019, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085280) that a patient of unknown age who underwent breast augmentation with a 325cc mentor memorygel breast implant on the left side and a 300cc mentor memorygel breast implant on the right side, experienced, within six months, inflammation, joint pain all over body post-operatively. The patient undergone tons of tests and x-rays and was diagnosed with fibromyalgia and also had hard, painful, and severe capsular contracture (baker grade unknown) on the right breast. In addition, the patient also reported suffering from hair loss, chronic fatigue, anxiety, blurry vision, and chest pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.